Manufacturer narrative:
Unable to confirm the device serial number. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that there were multiple telemetry monitoring screens (central station displays) that had lost monitoring for all beds, a system wide issue where the wireless network was down. There was no report of patient injury or harm. The issue was found during central station monitoring of multiple patients.